Event description:
As reported, when starting monitoring in cardiosurgical ICU after mitral and aortic valve replacement, this flotrac sensor displayed inaccurate hemodynamic parameters (medwatch 09232). The incorrect values confirmed by echo were: arterial blood pressure 123/42mmhg (60); cardiac output: 11,2 l/min; stroke volume: 125 ml/b and systemic vascular resistance index 582dyne-s-m2/cm3. There was no error message displayed. Flotrac sensor (medwatch 09368) and hemosphere monitor were replaced without success. Then, monitoring was done by regular echo checking. The patient was not medicated or treated according to the inaccurate parameters. There was no allegation of patient injury. The first flotrac sensor was available for evaluation. The second flotrac sensor was discarded. It was specified that the hemosphere monitoring platform is working fine and is still in use at the hospital site.

Manufacturer narrative:
The lot number for this device was not supplied: therefore, further review of the related manufacturing records could not be performed. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Three pictures were provided for investigation and were examined. The hemodynamic values reported by the customer were consistent with the ones observed in the pictures. However, the product was not returned for evaluation; therefore, the device malfunction performance could not be assessed and reported malfunction could not be confirmed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.